Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized for 6 days due to high blood glucose and high ketones. High blood glucose level was 500+ mg/dl and current level was 306 mg/dl and treated by the insulin drip and manual injection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.